Manufacturer narrative:
The reagent lot number is 79079501 with an expiration date of 30-jun-2025. The field service representative found a wash station probe was dripping. He replaced the tubing. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2 results for 3 patient samples on a cobas 8000 c 701 module. Sample 1: the initial result was 1.76 mmol/l. The repeated result was 2.25 mmol/l. Sample 2: the initial result was 1.46 mmol/l. The repeated result was 1.99 mmol/l. Sample 3: the initial result was 1.47 mmol/l. The repeated result was 2.24 mmol/l. The questionable results were not reported outside the laboratory. The samples were repeated on another module because the initial results did not match the patient's clinical history. The repeated results were believed to be correct.